Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. His blood glucose level was 357 mg/dl. The customer corrected his high blood glucose level with a manual injection. He had an MRI. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.